Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -10.0/+3.5/85 (sphere/cylinder/axis), implantable collamer lens in the patient's rightt eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found a piece of the haptic missing and clear residue on lens. (B)(4)

Manufacturer narrative:
In supplemental MDR #1, the date received by manufacturer is 01 feb 2018. (B)(4)